Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the devices were shooting clips out. The first one was malformed and the second one was not formed at all. Another device was used to complete the procedure. There was no pt consequence.